Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 34-year-old female patient who had essure (batch no. 626218, 625502-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urinary tract infection and adnexal mass. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced haematuria ("other injury or complication: hematuria") and flank pain ("left flank"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced beta haemolytic streptococcal infection ("infection (bladder/urinary tract/vaginal): group b streptococcus, infections"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel reaction, nickel allergy"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain, pain") and rash ("rash"). The patient was treated with cefalexin (keflex), ciprofloxacin (cipro), antibiotics and surgery (bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, rash and flank pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, allergy to metals, beta haemolytic streptococcal infection and haematuria outcome was unknown. The reporter considered abdominal pain, allergy to metals, beta haemolytic streptococcal infection, dysmenorrhoea, flank pain, haematuria, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: hematuria, flank pain, pelvic pain, beta haemolytic streptococcal infection, rash, menorrhagia. 626218, 625502-invalid. Valid lot number: 626218, man date: 2007-11, exp date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a female patient who had essure (batch no. 626218, 625502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urinary tract infection and adnexal mass. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced haematuria ("other injury or complication: hematuria") and flank pain ("left flank"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)") and allergy to metals ("nickel reaction, nickel allergy"). In 2009, the patient experienced beta haemolytic streptococcal infection ("infection (bladder/urinary tract/vaginal): group b streptococcus, infections"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain, pain") and rash ("rash"). The patient was treated with cefalexin (keflex), ciprofloxacin (cipro), antibiotics and surgery (bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, rash and flank pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, allergy to metals, beta haemolytic streptococcal infection and haematuria outcome was unknown. The reporter considered abdominal pain, allergy to metals, beta haemolytic streptococcal infection, dysmenorrhoea, flank pain, haematuria, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Concerning the injuries in the case, the following ones were described in patient's medical records: hematuria, flank pain, pelvic pain, beta haemolytic streptococcal infection, rash, menorrhagia most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, removal date updated, concomitant disease added. New events menorrhagia, beta haemolytic streptococcal infection, hematuria, flank pain, rash added. Outcome for the events pelvic pain, abdominal pain, flank pain and rash updated to recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), allergy to metals ("nickel reaction") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, allergy to metals and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.